Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
The rep saw on CT imaging that one of the filter legs penetrated posterior. No interventions have been performed at this time. Complainant reported that the product caused or contributed to the adverse effects: left lower quadrant pain with vomiting.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Summary of investigational findings: it was reported that according to CT one of the filter legs had penetrated posterior and that the patient had left lower quadrant pain with vomiting, but no interventions had been performed. An image review cannot confirm the reported filter leg perforating posterior approx. One week after filter placement, as this finding is not present on the CT. The radiopaque structure extending through the posterior wall of the ivc is unrelated to the ivc filter and represents vertebroplasty cement which extended from the adjacent l3 vertebroplasty through the lumbar venous drainage plexus into the ivc creating a thread of cement extending into the lumen of the ivc. All of the primary and secondary filter legs are present and are oriented in a normal direction while this radiopaque structure traverses the ivc nearly horizontally, extending posteriorly. The primary and secondary legs demonstrate grade 1 interactions with the wall of the ivc indicating tenting. One of the secondary legs extends into the proximal portion of the right gonadal vein due to its location and orientation but does not extend through the wall of this vein or the ivc. There is no evidence of significant tilt (10°). Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.